Event description:
Bard crosser device failed and left stainless steel catheter tip in an occluded artery. Foreign body left behind. The artery was chronically and totally occluded. Dr assures that there is no harm to the patient or need to remove the tip because it is lodged and will not migrate.